Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Upon review, it was revealed that the pacemaker exhibited a false elective replacement indicator (eri). During the firmware update, the patient moved and telemetry was lost. The pacemaker reverted to back up operation while the update was upon completion. After the firmware update, normal device function was restored. The patient was stable.